Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, the hemopro tissue welder did not turn off while in the pt's leg. The surgeon took it out and unplugged it. A replacement device was used to complete the procedure. The hospital did not report any pt complications. Product was returned.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 21 dec 2009. The visual inspection of the silicone jaw boots revealed that there was a burn mark on the cold jaw and the tri-heater assembly had residual burnt matter on it. Resistance measurements were within specification. The micro-switch functioned properly. Results of the pre-cautery test, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure "device remained activated" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. Investigation has been completed, and based on our investigation, the exact root cause of the reported failure could not be determined. (B) (4).